Manufacturer narrative:
Result: extension. The final device analysis revealed that the #3 connector was twisted in the molded rubber. All the conductor wires were broken at the distal end of the extension from overstress damage. See scanned page.

Event description:
The implantable pulse generator and extension were returned to the MFR with no add'l info. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.